Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 551 mg/dl. The customer stated that the high blood glucose warning on when they use the bolus wizard made them think it was warning them about the pump. The customer was advised and explained the warning and urged to read the screen when the bolus estimate comes up. The customer was assured that the pump is working and urged them to have health care provider check settings when they see him.